Event description:
The coil (subject device) was returned for analysis and it was discovered that the coil (subject device) delivery wire was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be kinked/bent, the coil delivery wire was seen to be kinked/bent, and the coil delivery wire was seen to be broken/fractured. A functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that continuous flush set up and maintained throughout the procedure. No damage was noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu. The device was returned for analysis and coil delivery wire was seen to be kinked/bent, the main coil was seen to be kinked and the coil delivery wire was seen to be broken/fractured. An assignable cause of not confirmed will be assigned to the as reported 'main coil failed/unable to detach' and 'coil proximal contact wire broken/ fractured' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The as analyzed codes, 'main coil kinked/bent' and 'coil delivery wire broken/fractured during use', will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. It is probable that the damage noted was sustained due to handling of the device during the clinical procedure therefore an assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent'.